Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The disposable set could not be evaluated as it was not returned. Rdf analysis detailed a number of alerts and alarms as well as evidence of clumping/aggregates at the start of the procedure. These alarms, alerts and clumping could contribute to the higher than expected residual wbcs as they could have affected the stability of the interface. The signals in the run data file are consistent with some possible clumping/aggregation during the beginning of platelet collection that could have affected the separation of cells in the lrs chamber. Based on the available information, it cannot be ruled out that the clumping/aggregation and resulting leukoreduction failure could be donor related. While the trima accel system is typically robust against numerous access alerts and adjustments, it is also possible that the high number of alerts and adjustments occurring at the beginning of platelet collection disrupted the steady-state of the system and contributed to the higher than expected wbc content reported for this procedure.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit#: (B)(6). The disposable set is not available for return because it was discarded by the customer.